Manufacturer narrative:
The patient accidentally caused a hole to be punctured in the patient line during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the drain of peritoneal dialysis therapy. The technical service representative assisted with clearing the alarm and explaining the meaning of the alarm. During troubleshooting, it was discovered that there was a hole in the patient line. During the follow up, the patient stated that during the dwell, the patient line got caught on a nail from the stairs which created a hole in the patient line. The patient did not notice it until the following drain, but the device alarmed which led to them ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.